Manufacturer narrative:
Correction: b5, d6b (explanted date removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, a recurrent eventration occurred following the central rupture of prosthesis that had been inserted in 2019 for the treatment of a hernia of the white line with diastasis. In 2024, recurrence was observed in the form of an occlusive syndrome, which was medically treated, and there were multiple emergency room visits for constipation. Surgical revision was required, consisting of cure of the white line by laparoconverted laparoscopy with retro-muscular prosthetic reinforcement. The hole was left in place and a prosthetic reinforcement was installed.

Event description:
It was reported that during a clinical study, a recurrent eventration occurred following the central rupture of prosthesis that had been inserted in 2019 for the treatment of a hernia of the white line with diastasis. In 2024, recurrence was observed in the form of an occlusive syndrome, which was medically treated, and there were multiple emergency room visits for constipation. Surgical revision was required, consisting of cure of the white line by laparoconverted laparoscopy with retro-muscular prosthetic reinforcement. The hole was left in place and a prosthetic reinforcement was installed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.